Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their elecsys 2010 analyzer. The customer stated this was the second time they had seen this issue in the last six months. The customer stated there was no fibrin or clots in the sample and no problems were found in any other samples. The patient's initial hcgb result was 0.240 miu/ml and it was not reported outside the laboratory. The customer tested the patient with a quickvue hcgb test strip and the result was positive. The patient's primary sample tube was repeated and the result was 2121 miu/ml accompanied by a data flag. This result was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number and expiration date were not provided.

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. The calibration data and the provided data on level one quality control were within range. It was noted that not all the racks had the recommended adaptors. It was noted there was a reagent bottle switchover on the analyzer around the time of the event. Additional information needed for investigation was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).